Event description:
It was reported that on (B)(6) 2019 a foreign matter that looked like red yarn was found on the surface of the perfix plug after the outer packaging was opened, making it impossible for use. As reported, there was no injury/impact to the patient.

Manufacturer narrative:
At this time no conclusion can be made. It is reported that the sample is being returned for evaluation; however, has not been received to date. Photos of the product in question were provided and show the what appears to be a red fiber (as reported) can be seen in/on the mesh device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in january, 2019. If / when the sample is returned and the evaluation is complete a supplemental emdr will be submitted to document our findings. This is an addendum to the initial emdr to document the return and processing of the device in question. The sample was inspected identifying a red or orange fiber / particle on the perfix plug inside of the blister tray. Based on the event as reported and the sample evaluation the most likely cause is that the fiber was residual manufacturing material. Updated fields: b4, g4, g7, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusion can be made. It is reported that the sample is being returned for evaluation; however, has not been received to date. Photos of the product in question were provided and show the what appears to be a red fiber (as reported) can be seen in/on the mesh device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this production lot of (B)(4) units released for distribution in january, 2019. If / when the sample is returned and the evaluation is complete a supplemental emdr will be submitted to document our findings. Not returned.

Event description:
It was reported that on (B)(6) 2019 a foreign matter that looked like red yarn was found on the surface of the perfix plug after the outer packaging was opened, making it impossible for use. As reported, there was no injury/impact to the patient.